Event description:
It was reported in a retrospective study summary the short term effects of the treatment of complex femoropopliteal artery lesions with the supera self-expanding stent system (sess). A total of 162 patient were in enrolled in a study which compared the efficacy of implantation of supera stents vs. Implantation of supera stents with the use of drug coated balloons vs. The implantation of non-supera stents at postoperative day 1, 3 month, 6 month, 12 month and 18 month follow-up. At the follow-ups clinical symptoms that were present on some patient included limping, pain and nonhealing wounds. However, the study found that there were no significant differences in major amputation of the target limb, and target lesion revascularization between the groups. Additional information can be found in the summary article, "efficacy of supera stent in the treatment of complex femoropopliteal artery lesions: a short-term result analysis of real-world evidence"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported stenosis, unspecified tissue injury and pain, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of stenosis and pain is listed in the supera peripheral stent systems instructions for use as a potential adverse effect(s) of peripheral percutaneous intervention. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article title "efficacy of supera stent in the treatment of complex femoropopliteal artery lesions: a short-term result analysis of real-world evidence" b3, b6, d6a: estimated dates. D4: the UDI is not known as the part and lot number were not provided.